Event description:
It was reported that the patient received an inappropriate shock, and the lead exhibited oversensing. Further investigation revealed that the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: five - lfp high rate-ns <= 202 ms average v-cycle on (B)(6) 2012 in the timeframe between 15:38:58 and 15:43:56. Sensing - interference/noise: ventricular short interval count v-sic=605.0 counts avg/day, in 1.08 days, between (B)(6) 2012 16:36:21 and (B)(6) 2012 18:28:08.